Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers father reported via phone call his daughter were experienced low blood glucose. Blood glucose value was 47 mg/dl. It was unknown whether the auto mode was active or not. The device will not be returned for analysis.